Event description:
International affiliate reports the confidence kit pump was leaking water which was spouting at the sides of the device. Affiliate reports there was no risk and no surgery prolongation. Another kit was available to complete the procedure.

Manufacturer narrative:
Visual examination of the returned confidence kit and its pump found no discrepancies. Pressurization of the pump until the safety valve engaged did not result in any leakage of water. Reviews of the device history records for the kit and its pump components found no discrepancies. A 12 month complaint trend analysis on the product family found no emerging trends. The root cause for the water leaking at the sides of the pump cannot be positively identified because the complaint could not be confirmed. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.